Manufacturer narrative:
(B)(4). Additional devices implanted and involved in the event: plc271000/12612430. Medications: acetamin, albuterol, aspirin, and docusate. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2017, the patient presented to the hospital with abdominal pain. It was reported imaging identified a possible type iii endoleak between devices. No aneurysm enlargement was reportedly identified. It was reported the cause of the endoleak was not available. On (B)(6) 2017, the patient was implanted with an additional stent to bridge the two devices (rmt281418 and plc271000). Final imaging identified that the endoleak was resolved. The patient tolerated the procedure.